Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed on 12/13/06 partially failed and passed upon repeat. The specimens were collected in plastic, greiner, lithium heparin tubes with gel and centrifuged at 3,700 rpm for 15 minutes at ambient temperature. The customer did not question other patient results or assays at the time of this event. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a major preventive maintenance (pm) to the instrument. The fse conducted diagnostic testing twice and results were out of specification. The fse replaced: an incubator belt and several of its components, rv clips, and all bearings in the wash wheel. The fse performed belt calibration and alignment and then conducted diagnostic testing which passed. The fse indicated that qc passed within specifications. The fse verified the instrument per established procedures. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.50ng/ml was obtained. The customer re-tested the original sample for accu tni twice and the repeated results were: 0.31ng/ml and 0.06ng/ml. The original sample was re-spun and then retested for accu tni; the result was 0.04ng/ml. On the next day, a fresh sample was collected from the patient and tested for accu tni and a result of 0.03ng/ml was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.